Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set, with a sensor glucose reading of 378 mg/dl and confirmatory fingerstick values of 320 mg/dl trending down to 310 mg/dl after recent supply changes and increased carbohydrate intake. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included coaching to perform a repeat fingerstick within 30¿60 minutes and to call back if glucose did not return to range. Investigation included troubleshooting and education by the agent without alerts or alarms reported. Investigation of this case revealed that the cause of the hyperglycemia remained unclear; sensor readings were discordant from fingerstick values, but no specific device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.